Manufacturer narrative:
The hill-rom technician found the weld of unit's brake/steer torque tube weldment came off which caused the brake function not to engage. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the brake/steer torque tube weldment to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brake is not holding. The bed was at a hill-rom service center not in use. There was no pt/user injury reported. (B)(4).